Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the pt's med records provided to davol by the pt's atty. On (B)(6) 1998, the pt underwent an attempted burch laparoscopic colposuspension with conversion to open and closure of a cystotomy with implantation of a bard flat mesh. On (B)(6) 1999, the pt underwent a revision of burch colposuspension with removal of bard flat mesh and staples. A discharge summary stated that prior to mesh explant, the pt was treated for a "reaction" with steroids. It appears that the pt experienced pain/discomfort associated with the mesh.